Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe suddenly had no cutting function during vitrectomy surgery. The surgery was completed on the same day after replaciing it with new product of the same model. There was no patient impact.